Manufacturer narrative:
The reported event of loss of capture was not confirmed while the reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix retracted clogged with blood/tissue. Electrical tests, x-ray examination, and visual inspection were normal, with no anomalies found. The full measured helix extension length was within specification. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. The cause of the reported event was due to the helix being clogged with blood/tissue and over torque of the inner coil.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead was pacing when the helix was retracted and was failing to pace when the helix was extended. The rv lead was not used. The physician continued to use the second rv lead and completed the procedure. The patient was in stable condition.